Event description:
The handheld and flashcard were received for analysis on (B)(6) 2013. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. The flashcard analysis was completed on (B)(6) 2013. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
On (B)(4) 2013, it was reported that the physician's handheld was not working on (B)(6) 2013. It was stated that they tried to reset the device, but the touch was not working. An update from the site found that this event occurred on (B)(6) 2013 as well. They tried to perform a hard shut down on this date, but it was not working. Attempts will be made for additional information. No further information has been provided.

Event description:
Follow up with the site found that initially the touch was not working; however, after a few days, it automatically responded. The touch is working, but when the device gets switched on it goes to the touch sensitivity page and stops there. It was reported that there is a problem with the touch pad. The device was switched on and off and hard resets were performed; however, there was no response to these actions.